Event description:
Date of implant surgery 6/17/77. Date of first problem 8/29/78. Nature of problem: bilateral breast masses with tenderness of the breast and bilateral ropiness of the breast. Biopsy of right breast tissue: minimal fibrocystic disease. Biopsy of left breast tissue: mild fibrocystic disease. Date of second problem 9/16/78. Nature of problem: chief complain was ruptured blood vessel in left breast. Transareolar incision was remade and the breast cavity entered and approx 300-400 cc blood and clot removed. Date of third problem 10/5/78. Nature of problem: surgical breast capsule release on right breast. Date of fourth problem 2/14/79. Nature of problem: excision of submammary fibrosis and wide freeing of underlying capsule contracture. The dr's case summary: "this 36-yr-old female underwent a standard breast augmentation a yr ago with a developoment of a post-op submammary fibrosis and contracture of the right breast with dimpling along the axillary fold. This has produced pain especially with motion of the right upper extremity and produced some restriction in use of this arm. Rptr has seen her frequently and in spike of attempts to do a manual decompression, these have been unsuccessful." Date of fifth problem 2/19/79. Nature of problem: evacuation hemotoma of right breast.